Manufacturer narrative:
Customers and retailers have been informed through the, fa 16 may, 2006 letter. Follow up report will be submitted if the product is returned for evaluation.

Event description:
Reporter customer reported receiving an error 4 message when a test strip was inserted into their freestyle freedom blood glucose monitor. The customer also saw the battery icon, and the meter changed the correct strip code to code 18. The unit of measure was then noted to have changed from mmol/l to mg/dl. All of these are indicative of a memory overwrite in this locked meter.